Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 had a speaker issue. The device was not in use on a patient at the time of the reported issue.

Event description:
It was reported that the intellivue x3 had a speaker issue. The device was not in use on a patient at the time of the reported issue.